Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece overheated prior to the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that unable to perform temperature test as the motor was completely dead. There was a dented connector and kinked cable. The collet was corroded. Hi-pot test failed. The motor cable assembly was found faulty. The handpiece was cleaned and sterilized. The motor cable assembly was replaced. Replaced all corroded, rusted and damaged parts. Replaced all mandatory spare parts. The device has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.